Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main coronary and proximal left anterior descending arteries. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation in a pinhole form at nominal pressure for 5 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was removed without any problems using the usual method, and patient condition was good after the procedure.

Manufacturer narrative:
B5 - describe event or problem: updated. Device evaluated by manufacturer. The complaint device was received for product analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 5mm longitudinal tear in the mid-section. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main coronary and proximal left anterior descending arteries. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation in a pinhole form at nominal pressure for 5 seconds. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main coronary and proximal left anterior descending arteries. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation in a pinhole form at nominal pressure for 5 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was removed without any problems using the usual method, and patient condition was good after the procedure.

Manufacturer narrative:
B5 - describe event or problem: updated.